Event description:
A site rep reported that they had issues during an ent surgery as the screen froze during registration. The nurse was unable to move the mouse or do anything on the screen. She said the screen was frozen for about 2 mins before she called in. Medtronic technical services walked her through troubleshooting to attempt to exit the software. This was unsuccessful. After re-booting the system, they were able to proceed in the software normally and the system did not freeze. The surgeon completed the surgery with the use of the fusion navigation system. There was no impact on the pt outcome.

Manufacturer narrative:
Medtronic rep replaced the computer which corrected the problem. System is fully functional.